Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: we received and evaluated a blood bag set without the collection bag and the filter. We visually inspected the set. No abnormalities such as occlusion and narrowing in the tubing. We discharged blood contained in the primary bag (red blood cell bag) on a testing sieve (mesh size: 90 m, mesh: no. 170). We visually inspected whether there were any residues on the sieve and confirmed minute blood clots and aggregates. In making the blood bags concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. In making leukoreduction filters, filter membranes are formed and put in filter housings. We reviewed the manufacturing record of the lot number in question. There was no equipment trouble causing the issue concerned and we confirmed that the equipment had operated properly and no abnormalities had been observed. We also reviewed the manufacturing records regarding particulate removal rates of filter membranes that were likely to be related to filtration performance. It was confirmed that all filter membranes conformed to all standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no abnormalities in all release testing items. The product conformed to the standards. Root cause: as stated in the above-mentioned investigation results, we observed minute blood clots and aggregates in the filtered blood stored in the primary bag. We therefore infer that occlusion may have locally occurred in the filter. Blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. From the similar incidents which were previously reported, it was inferred the clogged components were aggregated platelets. We consider that platelets, which activated and aggregated for some reason, were trapped by the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).